Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the compressor loud, noisy. Per independent repair statement unit did not alarm and the key failure is the compressor loud, noisy.